Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the surgery has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. A sterile load check was performed and there have been no similar incidents reported. It cannot be determined that the devices were the root cause of the patient's infection. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10086, 1221934-2017-10088, 1221934-2017-10089, 1221934-2017-10090.

Event description:
Cfda investigation case: it was informed by (B)(6) health authority who got a formal letter from (B)(6) health authority for investigation on a suspected post-op infection case. A unknown surgery was performed in (B)(6) hospital in (B)(6). Exact surgery date is also unknown. The following mitek screws have been implanted. Code: (B)(4), lot:3828999 code: (B)(4), lot:3858654 postoperative infection was reported. No additional information can be provided. Sales rep is still verifying the details. Cfda is planning to take a sampling testing on the related devices. Additional information received via email from the affiliate on 2-7-2017. Patient has (3) (B)(4), lot number 3828999 still implanted instead of (1); patient has (2) (B)(4), lot number 3858654 still implanted instead of (1).